Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with cracks on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, unknown). The customer stated that the "pump ran a static tubing set at 999ml/hr." The customer also stated that the device was swapped out and that there was no patient injury, however there was a delay in therapy of unknown time. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.